Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5323003. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the safety shield on the suspect device failed to engage upon initial attempt. The nurse had a difficult time pushing the safety shield over the needle but with more effort, it was able to be engaged.